Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with mild calcification. Pre-dilatation was performed and a 2.5 x 18 mm xience v stent was implanted in the target lesion. A kissing balloon technique was attempted with a non-abbott balloon and the 2.0 x 18 mm trek balloon in the marginal branch; however, the trek balloon ruptured during the first inflation of 12 atmospheres, for 3 seconds. The procedure was completed with the non-abbott balloon. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, sion blue. Guide cath: launcher 6f jr4.0. Stent: xience v 2.5 x 18 mm. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and / or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. In this case, it is possible that the balloon material was damaged (scratched) during interactions with the reported mildly calcified and 90% stenosed lesion, such that the balloon ruptured during the inflation attempt; however this could not be confirmed. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. There is no evidence to suggest a potential product deficiency. To help ensure this type of damage is not the result of a manufacturing deficiency, all catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure and balloon integrity prior to release. The device lot history record was reviewed and a query for similar incidents was performed for this lot and there is no indication of a product quality deficiency.